Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was "high", specific value not provided. The customer charged the pump, addressed the elevated bg with a manual injection of insulin, and continued to use the pump for insulin therapy.